Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a malfunction with the safety needle that comes with the PICC kits, the safety portion of the needle just fell off. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 21ga secureloc safety introducer needle. Usage residues were observed on the sample. The green safety mechanism cannister was completely detached from the needle shaft, leaving the needle tip exposed. The metal binding component was oriented correctly within the safety housing. Following disassembly of the safety, the internal components were examined under a digital microscope. The inner housing appeared well formed and unremarkable. The metal binding component was measured and the fork spacing (dimension e in the component drawing) was found to be 0.03301¿, which is above the maximum specification per (B)(4). It appeared that the out-of-spec component within the safety mechanism contributed to the safety mechanism detachment from the needle during attempted activation. The implicated feature is spaced during device manufacture, and appeared to have been potentially widened too far.

Event description:
Additional information provided: there was no harm to patient or staff.